Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the manufacturer representative (rep) that the patient had a lead and pocket revision on (B)(6) 2015. The patient went from percutaneous leads to a paddle lead. The reason for the revision was that since implant the patient had stimulation in incorrect locations and hadn't had desired therapeutic benefit. The patient had been reprogrammed multiple times and the issues were not resolved. The pocket revision was done because the patient's implantable neurostimulator (ins) was in the buttock and it was moved up to their upper buttock so that they were not sitting on the ins as much. Relevant medical history includes failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient needed to meet with a manufacturer representative because he was having issues with his device. One of the leads was out of place so they had to turn the right side off. The patient had been to the emergency room (ER) twice because the stimulation was affecting his stomach. This started almost right after surgery. They told the patient it needed to heal but said it never got better, only worse. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.